Event description:
During the routine treatment of a long segment of lsv using a 70 cm kit a section of the sheath, external to the pt, ignited and melted causing a minor burn to the finger of the surgeon. This occurred about 12 cm from the tip of the sheath, about 6 cm of the sheath was still within the lsv when the incident occurred. The sheath and laser fiber were successfully removed from the pt without further incident. Sixty centimeters of the vein was treated and 6 cm remained untreated. The operator received a minor burn to the finger but did not require medical treatment.